Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was scratched at the screen. The customer states they can read the pump, but sometimes they have to move the bar up and down to see it. The customer states the pump was functioning fine and did not see reason for replacement. The customer's blood glucose level was unknown. The customer was advised to monitor the device and call back if issues persist.